Event description:
A malfunction was reported by the caller regarding the pump, with no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump since it could not be reset, confirmed that the pump was still under warranty, and arranged for the customer to use multiple daily injections as a backup therapy. They also ensured the customer understood the need to update their pump software, connect their continuous glucose monitor to the replacement pump, and return the malfunctioning pump within ten days using a provided return box. Instructions were given on putting the pump into storage mode, and a replacement pump was sent without the need for a delivery signature.